Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed that on (B)(6) 2010, the battery voltage with telemetry was 2.86v and the daily measurement was 2.99v. This is within expected limits.

Event description:
It was reported the battery voltage had decreased from 2.95 to 2.64 volts in six months. The patient reportedly fell but the effect on the battery was not known. Review of device data found the voltage was actually 2.97 volts. An engineer stated this inconsistency with interrogated battery voltage is not expected device operation. No change was made to the system; the patient was monitored. A year later, it was reported the battery voltage was 2.86v when measured by interrogation in doctor's office but review of device data showed it was 2.97 to 2.99v when measured through the device. The device is still in use. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed that on (B)(6) 2010, the battery voltage with telemetry was 2.86v and the daily measurement was 2.99v. This is within expected limits. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported the battery voltage had decreased from 2.95 to 2.64 volts in six months. The patient reportedly fell, but the effect on the battery was not known. Review of device data found the voltage was actually 2.97 volts. An engineer stated this inconsistency with interrogated battery voltage is not expected device operation. No change was made to the system; the patient was monitored. A year later, it was reported the battery voltage was 2.86v when measured by interrogation in doctor's office, but review of device data showed it was 2.97 to 2.99v when measured through the device. The device is still in use. No further patient complications have been reported. It was later reported that the device reached elective replacement indicator and there may have been premature battery depletion. The device was removed and replaced.